Event description:
Olympus was informed that during an unspecified procedure, the probe broke off the device. It took the user facility 2.5 hours to retrieve the tip from the pt.

Manufacturer narrative:
Olympus followed up with the reporter to obtain more info regarding this report, but with no result. The device referenced in this report was not returned to olympus for eval as it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.